Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-may-03. The cause of the out of range electrodes is unknown at this time. They are working on approval for a revision surgery. The issue has not been resolved at this time other than programming around them. The system remains implanted. This information was confirmed with the physician/account. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-may-01, (B)(4) (con, rep): information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient was not getting the back relief with current ld programming. Battery was near end of life (eol) and hd programming would burn it out quickly. Impedance check on 4 quad leads indicated electrodes 1 and 4 were out of range and unusable. Two quads were in the epidural space and two were sub-q but not enough information in the patient file to determine where the leads were anatomically in the patient. It was reported the patient had increased stenosis. Patient was reprogrammed (B)(6) 2018 and it was determined then that the battery life was low. At the follow-up appointment the mid-level decided to go for a replacement with a rechargeable so patient could try hd programming for possible lower back coverage. No interventions have occurred yet but will be scheduled in the future. There were 4 quad leads with two extensions and not a lot of information in the file to determine what was hooked up to what so interoperative testing and possible lead revision will be necessary. Issue not resolved at this time. Patient scheduled to have a replacement with possible lead revision. Date not set yet. No further complications were reported/anticipated.